Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold due to lead dislodgement. Moreover, the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.